Event description:
Healthcare professional reported via (B)(6) capsular contracture baker grade iii and " device migration/implant malposition, change shape/size/style" against right device. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: baker grade iii and device migration/implant malposition, change shape/size/style.